Event description:
Pt had surgery to repair an incisional hernia. The repair was done using suture. Shortly after the pt arrived in the recovery room, it was noted that he had a wound hematoma and was bleeding at the site. He was returned to the or emergently, and it was noted that all sutures had broken, causing a wound dehiscence. The medical device incident review team was able to break the suture with little effort.